Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a torn downstream occlusion seal. Review of the event history log (ehl) showed a cassette not attached properly alarm. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to a torn downstream occlusion seal. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device was faulty. During physical inspection of the device, it was found that the downstream occlusion seal was torn. There was unknown patient involvement and unknown patient harm/adverse event reported.